Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 107, abnormal shutdowns) was confirmed. Upon investigation the monitor was constantly resetting. The cause for the resets was isolated to communication faults with the digital signal processor (dsp) u500 on c/a board sn (B)(4). The dsp had an intermittent bga connection. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. No adverse event resulted from the defective u500 component. The patient received a replacement monitor.

Event description:
A (B)(6), male, patient, called zoll customer support to report that his monitor was generating a code 107. The patient was issued a replacement monitor.